Manufacturer narrative:
A procedure delay did not occur and the procedure was completed successfully. The surgical light was installed in 2016 and is serviced and maintained by the user facility's biomedical department. The o-ring is seated around the led indicator light located on the exterior of the surgical light. The technician replaced the o-ring and returned the surgical light to service. No additional issues have been reported. The detached o-ring may be attributed to user facility personnel exerting abnormal pressure to the indicator housing during cleaning practices. The steris technician discussed proper cleaning practices with user facility personnel.

Event description:
The user facility reported that during a patient procedure a small o-ring detached from the exterior of the lighting system and fell into the sterile field. The o-ring did not contact the patient. No report of injury.